Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a revision surgery was performed to straighten out a kink in the tubing.